Manufacturer narrative:
A review by engineering noted that one out of range pace impedance measurement was seen. The device appeared to be working as desired and the last shock impedance measurements reported was in range. The system will remain implanted and normal follow up was scheduled. It was noted that the alert beep will remain enabled.

Event description:
Boston scientific received information that during a follow up and alert was seen on the shock channel and tone were emitted from this device. Noise was not reproduced during the follow up and an inquiry to technical services (ts) was requested. The device and right ventricular (rv) lead remain implanted. No adverse patient effects were reported.